Event description:
Discordant creatinine and urea results were obtained on an advia 1650 for one pt and reported to the physician. Repeat testing was performed on the same system. Corrected results were sent to the physician prior to review of the initial results. There were no reports of adverse health consequences or known pt interventions due to the discordant creatinine and urea results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and instrument data, the fse replaced the dilution probe pipette (dpp), primed controls and verified precision. The instrument is performing within specifications. The system was determined to be operational and no further eval of the device is required.